Event description:
It was reported that after implantation of four unspecified abbott brand stents in unspecified vessels, and implantation of a 3.5x18 promus otw stent in the saphenous vein graft (svg) to obtuse marginal (om) coronary artery bypass graft in (B)(6) 2011, the patient presented with chest pain and hypertension on (B)(6) 2012 and was diagnosed with in-stent restenosis of two of the unspecified abbott brand stents and the promus stent. The patient was treated with heparin and blood pressure has stabilized, but, as of (B)(6) 2012, no additional medication has been prescribed and the restenosis has not yet been treated as the physician is still determining the best course of treatment. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency and the product was not returned. The reported patient effects of hypertension and restenosis, as listed in the potential adverse events section of the abbott coronary stent systems instructions for use, are known adverse events associated with coronary stenting procedures. The other unspecified abbott stent and the promus stent are being filed under separate medwatch MFR numbers.